Manufacturer narrative:
This MDR is being submitted for an event that was identified as part of a historical data review comparing clinical trial adverse events with the vigilance system. The complaint was investigated without the affected device or specific lot information. The device was discarded, therefore a device evaluation could not be performed. Upon review of clinical records, a specified device malfunction could not be established. The device was removed from the patient as a result of an additional injury sustained after the patient had an accident. With the information provided from the clinical site and no device malfunction, the root cause of the event is traced to non-device related factors.

Event description:
From clinical investigation: at 19-months post-operative the subject slipped in the shower and presented to the clinic with a probable anterior talofibular ligament sprain with questionable symptomatic nonunion of the subtalar joint. The subject was placed back in a fracture boot during the visit. At 23.5 months post-operative a CT scan was obtained where nonunion was confirmed. The subject had the devices removed 23.5 months post-operative and replaced with other hardware. Subject was terminated from the study after hardware removal.